Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the fifth firing with a gst60d and gore seam guard, none of the staples formed on the patient side. The surgeon over sewed the staple line to control the bleeding. The cartridge pan was also loose. No blood transfusion was required. A pse60a and gst60d were used to complete the procedure. There was no blood transfusion. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2015. Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information received: photograph: the event description that unformed staples were evident and the cartridge pan was loose can be confirmed. The possible damaged sled tip appears to have been the cause of the double drivers not delivering staples. Unfortunately the root cause of the loose pan and the damage to the sled cannot be determined in the photos. Conclusion: based on the photographic evidence the event description can be confirmed. Unfortunately the root cause of the issue cannot be determined from the photographs. Hands on analysis of the cartridge may provide the evidence necessary to determine root cause.

Manufacturer narrative:
(B)(4). Batch # m53l3e, the analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no malformed staples were noted during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.